Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent covered biliary stent was used during a stent implantation procedure performed on (B)(6) 2013 in the bile duct. The patient did not have tortuous anatomy and the lesion was not dilated prior to stent placement. According to the complainant, the stent was deployed normally. However, one of the stent wires appeared longer than the rest after deployment. The procedure was completed with this device and the stent remains implanted in the patient. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.